Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the distal coil was fractured at the helix shaft weld area. All wires of the distal coil were fractured. No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.